Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the right atrial (ra) lead. X-ray imaging was conducted and revealed dislodgement of the ra lead. The device was initially reprogrammed and subsequently, the ra lead was attempted to be repositioned but was unsuccessful. In the end, the ra lead was explanted and replaced to resolve the event. The patient experienced no consequences.